Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was returned unused. The lens stop and plunger lock are in place and undamaged. The lens is in the loading bay. The lens does not have any damage or abnormalities. The device does not have a nozzle. There is no visible evidence that a nozzle was placed on the device during manufacturing. Product history records were reviewed and documentation indicated the product met release criteria. Based on follow-up information and the condition of the returned device, it was determined that the reported event was referring to the device nozzle. Investigation of the returned device showed no evidence that nozzle was placed during manufacturing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a preloaded intraocular lens (iol) delivery system with a faulty lens. Additional information was received clarifying that the nozzle of the preloaded device was missing. There was no reported patient impact.